Manufacturer narrative:
Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# (B)(4) (calibration due date 07/2022). Results: the device presented leakage. Conclusions: based on the leak test results, the reported nonconformance is confirmed. Root cause: base on the preliminary investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. Action taken: containment actions were implemented after the manufacturing date of the lots reported by the customer. DHR: the lot 4074040 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
It was reported that during the pre-use air leak check, an alarm was issued. No patient injury was reported.